Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started at an unspecified time on ¿(B)(6)¿. The patient did not provide the actual readings obtained with the subject meter or on the other device (bayer), but stated the tests were performed within 30 minutes of each other. The patient manages his diabetes with an insulin pump and stated at an unspecified time on ¿(B)(6)¿, he took his usual dose of medication (humalog, unk dosage) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient reported he did not develop any symptoms. In addition, there was no mention that the patient received treatment for a low blood glucose excursion after obtaining an inaccurate high reading with the subject meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient treated himself with insulin, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s treatment correlated with the alleged inaccurate high issue. However, this complaint is being reported as a malfunction because the alleged inaccuracy issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.